Event description:
The report from the field indicated that during an elective percutaneous coronary intervention (pci) procedure on a male patient a cypher 3.5 x 13 mm stent was successfully implanted in the right coronary artery (rca) target lesion. The lesion was reported to not be calcified or tortuous. While attempting to post-dilate the stent, the stent delivery system (sds) balloon ruptured at 16 atm. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.